Event description:
It was reported that image did not transmit properly when using the camera head. The customer thought it was due to a damaged cable handle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed due to deformation of cable unit, there was noise in the image. Based on the results of the investigation, it is likely the following led to the malfunction: user not following the manufacturer's instructions. It is stated in the IFU: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that image did not transmit properly when using the camera head. The customer thought it was due to a damaged cable handle. There were no reports of patient involvement.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided the evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.